Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 9 atmospheres upon fifth inflation. The device was removed without any problem and the procedure was completed with another fo the same device. No complications reported and the patient is in good condition.